Event description:
(B)(4). Loss of libido, irregular menstrual cycle, breast tenderness that continued months after I quit breastfeeding, back pain, pain under ribcage on both right and left (no gallbladder issues).